Manufacturer narrative:
Date sent: 07/08/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not closing adequately. Another device was used to complete the case with no pt consequence.